Manufacturer narrative:
The main component of the system, other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that possibility of lead/extension fracture was considered with suspicion of lead fracture. It was noted the lead remains in service. At this time, the patient was under observation, but no other actions had been taken. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient did not experience symptoms as a result of the high impedances. The cause of the high impedances remains undetermined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that around six months prior to date notified an implantable neurostimulator (ins) replacement procedure was performed. Then, around (B)(6) 2017 impedances gradually increased. Also, 4-5 day prior to date notified, high impedances were seen, with it noted that impedances were sometimes high but sometimes were not. At the time of the report there were high impedances in 0-c, c-1, c-2, and c-3. The settings are 0+ 1.2-, 4ma current, bipolar, 0t electrode # for anode, 1,2 electrode# for cathode. There were no related environmental issues or actions/interventions taken, with the issue unresolved at the time of the report. No patient symptoms were alleged and no further complications are anticipated.